Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc) for a mitraclip procedure, the sgc would not hold column and the valve was leaking. A replacement was used to complete the procedure. There was no patient involvement. No additional information was provided.